Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of over 500 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer declined to troubleshooting for high blood glucose level. Customer also reported that they had low battery alert. The insulin pump will not be returned for analysis.